Event description:
A malfunction was reported on a customer's pump, but there were no notable events leading up to it. The customer's blood glucose level did not exceed 500 mg/dl and remained within normal range. The customer decided to use an alternate backup therapy, multiple daily injections (mdi), to maintain insulin delivery. Tandem technical support resolved the issue by sending a replacement pump, provided the customer with instructions for storage mode, and advised on steps for handling the pump return and receiving the replacement.